Event description:
It was reported that the patient had intermittent atrial events with no sensed ventricular events. Ventricular oversensing on the ventricular channel was suspected. The patient felt intermittent flutters. The device was reprogrammed to the max sensitivity and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.